Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had prime fill anomaly. Customer's blood glucose level was unknown. Customer states they had problem getting to the option to fill the cannula on the insulin pump. The insulin pump will not be returned for analysis.